Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "blank wave card" (computer software issue). A technician reports receiving a blank wave card. When the wave card was inserted into the card reader it read, "insert your card; setup possible with setup key." Current info indicates the problem with the wave card was noted prior to surgery. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).